Event description:
Taxus stent was entered into a patient with intent to deploy in lesion by dr. Who was having difficulty crossing stent over the lesion. While attempting to cross stent, a portion broke. The remaining portion was able to be removed by the physician without being deployed and without harm to patient.